Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect camera. Medtronic investigation of returned suspect camera finds that initial set-up using direct usb for data communication successful. Set-up using rs232 for data communication and unit is functioning initially. Disconnected communication cable to interrupt data comm, then reconnect. Unit now cycling communication tones. Power cycle unit and cycling continues. Turned off unit for 1 hour and repeated test; unit is now working normally again. After 1 hour run-time unit communications are still stable but exit and re-launch of application and optical system communications tones begin cycling. Polaris spectra system control unit (scu) data communications functions are intermittent. Internal inspection does not reveal obvious hardware fault. Electrical failure - malfunction, communication/black status hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that a navigation system camera that failed during pre-op activity. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.